Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the astral device displayed an internal battery degraded alarm and determined that the power issue was due to a defective battery. The battery was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was having battery and power issues. There was no patient injury reported as a result of this incident.